Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on a remote transmission. The associated device was reprogrammed to reduce or eliminate the far field r-wave (ffrw) sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).